Manufacturer narrative:
(B)(4).

Event description:
A device history review was performed by pentax medical confirming the video bronchoscope was manufactured under normal conditions. There was a non-conformance (leakage failure defect) detected during in-process inspection. Rework was performed and the video bronchoscope was released accordingly after passing final inspection.

Manufacturer narrative:
(B)(4). Because the event was not characterized as a complaint when initially received and investigated, pentax medical did not assess this event for reportability. Re-review of events not assessed for reportability, as part of an implemented corrective action/preventative action plan, deemed this event reportable on (B)(6) 2015 due to information which reasonably suggests that the device did malfunction and if the event were to recur, a similar marketed device would be likely to cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, pentax medical received initial information in regards to video bronchoscope model eb-1570k/serial (B)(4) testing positive for pseudomonas fluorescens. The facility also requested for pentax medical to perform preventative maintenance, including a step that tests for organic and inorganic material that might remain inside the bronchoscope after reprocessing, and culturing of this bronchoscope. The bronchoscope was received by pentax medical on 05/28/2013. The pentax medical service inspectional findings included, but were not limited to, a pinhole in the bending rubber, debris inside the biopsy inlet t-piece, leak in the bending rubber, resistance in the operation channel, severe crush and buckles on the insertion tube, fluid invasion in the segment and control body, and buckles on the umbilical cable. Follow up was conducted with the facility and a response was received on (B)(6) 2013 stating there was no known or potential patient impact as a result of the water borne organisms. The facility also indicated that the reprocessing procedure followed at the facility to clean and disinfect their endoscopes include wiping with an enzymatic sponge, performing a leak test, pre-cleaning with enzymatic solution and disposable brushes, and reprocessing in the automated endoscope reprocessor (high level disinfected, rinsed with filtered tap water, flushed with alcohol and purge with air to dry). The facility uses empower (sponge and solution enzymatic), custom ultrasonic as their brand of automated endoscope reprocessor, and cidex opa for high level disinfecting. In addition, in response to how the bronchoscope is stored at the facility after being reprocessed, the facility stated since this bronchoscope has a high turnover, it is transported in a clean plastic bag and stored on a cart in the bag. Additional follow up was conducted to inquire as to the culturing technique used at the facility. A response was received on (B)(6) 2013 in which the facility stated a swab was not taken on any specific area of the bronchoscope. To culture the bronchoscope, the facility used the same method as would be used to obtain a bronchial lavage specimen in which saline solution is passed through all channels and lumens of the scope and collected into a sterile container. The facility also stated a thorough review of the disinfection and sterilization practices was performed and no breakdown was discovered. On (B)(6) 2013, a phone conversation was held between territory manager and the global complaint handling unit manager confirming that the facility was not alleging a complaint against the product but rather wanted pentax medical to culture the bronchoscope, which is a service pentax medical does not provide. In addition, the preventative maintenance performed by pentax medical does not test for organic/inorganic debris. Due to the nature of the reported information and the pentax medical service inspectional findings, pentax medical completed repairs on this bronchoscope on 06/27/2013, which included, but was not limited to, replacing the o-rings and seals, bending rubber, insertion tube, distal end assembly with tube, and the suction connection tube. The bronchoscope was then shipped back to the customer on 06/28/2013.

Manufacturer narrative:
Contact office: (B)(4). Results: (no failure detected; the device either functioned as designed or a failure was not found) since (B)(4) was not able to confirm the complaint.

Event description:
The initial reporter was contacted 3 times using at least two different forms of communication in order to attain additional information regarding this event (e.g. Whether facility conducted an internal investigation to determine root cause). Two emails were sent to the initial reporter on 10/15/2015 and 10/20/2015, and a phone call was made and voicemail left on 10/30/2015 to the phone number on file for the initial reporter. No further information has been received for this event. Pentax medical finalized the investigation on 11/05/2015, and since no further information has been received for this event, pentax medical considers this medwatch report closed.